Event description:
Customer reportedly obtained results of 396mg/dl, 78mg/dl, 179mg/dl, and 85mg/dl on the advantage system within 10 minutes. Customer ate fruit based on symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.